Event description:
The patient received his scs system on (B)(6) 2010 including a paddle lead. It was reported the patient lost stimulation. Multiple electrodes had invalid contacts. As a result, the patient's lead was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Results: the product was returned complete. Visual observation under the microscope revealed kinks with all wires broken 17cm from the stimulation end. As there was no breach of the outer tubing where the fracture occurred, the damage observed was consistent with repetitive overstress the lead was subjected to while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.